Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 for the treatment of stress urinary incontinence and mesh was implanted. The patient experienced multiple complications, including erosion, bleeding, incontinence, infection, swelling, difficulty voiding, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. She underwent a mesh excision surgery on (B)(6) 2007 and another mesh excision was performed on (B)(6) 2009. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent the concurrent procedure of a total hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, urinary problems, bowel problems, organ perforation, fistulae and dyspareunia. No additional information was provided. (B)(4) -urinary problems; bowel problems; dyspareunia.